Event description:
It was reported that the user had been using the ilet for about a week and experienced two prolonged episodes of low glucose, including a drop from 137 mg/dl to 56 mg/dl within 45 minutes without a late snack; the user ingested approximately 2 oz of orange juice to raise glucose. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.